Manufacturer narrative:
Alleged failure: device broke inside ac joint pieces were removed. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be the probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the device broke. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the device broke. All pieces were retrieved and the surgery was completed successfully.